Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2021. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2021 during which the surgeon noted the mesh to be densely adherent to the external oblique aponeurosis and wrapped around the cord at the external ring. He found that the mesh had migrated behind the transversalis fascia. Once the mesh was removed, he began to repair the area around the transversalis and the external ring. It was reported that the patient underwent a right orchiectomy on (B)(6) 2021 during which the surgeon noted the right testicle to be ischemic. It was reported that the patient experienced severe pain, testicular swelling, neuralgia of the right inguinal region and pain around the right scrotum. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/23/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.